Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 32 mg/dl. Customer stated that they did not eat after work on the day of the incident. Customer also mentioned having false readings and stated that the tubing was detaching. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 100 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.